Event description:
It was reported that the ventilator generated high peep (positive end expiratory pressure) alarms and stopped ventilating while connected to a pt. The pt was in danger but the final outcome was no harm. (B)(4). MFR report # 8010042-2015-00013.